Event description:
We received a report that after a tecnis one piece zcb0000200 was implanted, it was removed by enlarging the incision. The report indicated the surgeon needed a different lens. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed a large cut across the optic. Lens haptics are intact. Loose particles were observed on the sample compatibles with handling the lens out of the sterile environment. Residue of viscoelastic (ovd) was detected in the optic zone (anterior and posterior sides). Based on the evidence observed, the complaint lens was handled for surgical use but does not indicate that was affected by the manufacturing process. There is no evidence to suggest that the lens have been affected by the manufacturing process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.